Event description:
Additional information received reported the event was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0210579715, implanted: (B)(6) 2016, product type lead; product ID 3389-40, lot # 0210579707, implanted: (B)(6) 2016, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2016, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported post-operatively on (B)(6) 2016, the patient had an intestinal infection. The patient was experiencing hyperthermia and fever of 38.7 degrees celsius on (B)(6) 2016. Diagnostics included laboratory testing on (B)(6) 2016 with abnormal findings including c - reactive protein (crp) of 157mg/l, lymphopenia of 390/mm3 and infection at morganella morganii. Actions taken included medication administration; on (B)(6) 2016, patient was administered paracetamol and on (B)(6) 2016 patient was administered bactrim forte (sulfamethoxazole, trimethoprime). The outcome was ongoing. No surgical intervention had occurred or was planned. The patient was alive with injury. The event was procedure related. Patient's medical history included hypertension, parkinson's disease and the patient was taking movement disorder and/or psychiatric medications.